Event description:
It was reported that the patient notifier was not functional.

Manufacturer narrative:
The reported field event of a patient notifier anomaly was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
New information notes the device was explanted and replaced.